Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in an unknown patient for nephrostomy using seldinger technique. No issues were reported during the placing of the catheter, however after the patient returned home, the hub and catheter separated. The patient returned to the emergency room for additional procedure to preplace the catheter. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, the customer supplied a photo of the failure. From the photo, the separation was confirmed, and the flare seemed intact with no damage. At this time, though, there is no evidence to suggest that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Cook also completed a review of the device history record for the complaint device lot and all relevant subassemblies and raw materials. No non-conformances relevant to the reported failure mode were found, thus suggesting no nonconforming product from this lot exists in house. It should be noted a database search of complaints reported on the lot was conducted and found two additional complaints from the same customer. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.